Manufacturer narrative:
The suspect product is the active test strips.

Event description:
Customer reportedly received the following results on the active system within 10 minutes: 432 mg/dl, 219 mg/dl, and 110 mg/dl. The customer did not provide the location where the discrepant results were obtained, or how long he has been getting discrepant results. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek active system: meter, test strip lot number 22929533, expiration date 05/31/2007.